Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated the esc and act buttons were not responding. The customer was attempting to unsuspend the insulin pump but was able to so only after three or four tries in order to deliver a bolus. The customer's blood glucose was 180 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.